Event description:
It was reported that the cage (not stryker product) sank and 'xia rod dia. 6 x 480' was broken. The rod was implanted on (B)(6) 2008. On (B)(6) 2011, the rod was exchanged with new rod.

Manufacturer narrative:
Add'l PMA/510(k)# k060361. Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.